Event description:
It was reported that during a low anterior resection procedure, the doctor found a small air leak, but was unable to locate it. Postoperatively, the leak was found and the patient had to be reopened to repair.